Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose was in the 1440 mg/dl at the time of the incident. The customer reported that currently they were in the intensive care unit. The customer reported that they do not feel okay for troubleshooting. The customer declined troubleshooting for high blood glucose and stated that they would call back when they felt much better. No product is expected to return for analysis.